Event description:
On (B)(6) 2015, I had a routine colonoscopy, on the following thursday, I had severe gut pain. Diagnosed with an infection in lower colon. It was confirmed with CT scan. I am slowly getting back to normal with an antibiotic regiment. I was fine before scope job. I have had diverticulosis events, but nothing like this one which occurred two days after colonoscopy.